Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. - 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 4 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00349. 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device was received. 3 device investigation types have not yet been determined. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.